Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with stimulation. System evaluation identified this device had reverted to safety mode. A replacement procedure will be performed in the future. No adverse patient effects were reported.